Manufacturer narrative:
The investigation determined that two higher than expected vitros tsh results were obtained from two different patient samples when processed on a vitros 5600 integrated systems. The most likely assignable cause of the elevated tsh results is the presence of heterophilic antibodies in the patient¿s sample that are interfering with the assay. This was confirmed for the patient 4 sample, but not for the patient 3 sample. There is no indication the vitros tsh lot 5440 or 5480 reagent in use at the time of the events was not performing as intended. Additionally, the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample/s, although this could not be confirmed.

Event description:
A customer obtained higher than expected, vitros tsh results from two patient samples tested on a vitros 5600 integrated system when compared to a non-vitros method. Patient sample 3 results 24.5 miu/ml versus non-vitros expected result 1.54 miu/ml, patient sample 4 result 28.8 miu/ml versus non-vitros expected result 6.72 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh results were not reported outside of the laboratory and there was no report of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) /qerts record ID (B)(4).